Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). The patient was admitted to the neurosurgical ward due to traumatic cerebral hemorrhage, and later transferred to the ICU, where the intracranial pressure was monitored using the intracranial pressure and temperature measurement kits as advised by the doctor. The doctor found that the device showed a continuous intracranial pressure greater than 40mmhg. After observing the patient, the doctor concluded that the monitoring data did not match the physical signs. After CT examination, it was found that the imaging values were inconsistent with the monitoring values, which had a serious risk of endangering the prognosis of the patient and seriously affected the clinical diagnosis of the patient's condition. After replacing the new monitoring kits, the value is normal. Per doc-047178 rev 05 camino 110-4 series catheter kits-risk analysis spreadsheet (ras) hazard ID: 12.11 does not measure intracranial pressure accurately: non-robust transducer design or materials / for intended use. Effect (harm): delay in patient treatment. Residual risk: minor. Resolution found after onsite replacement. No related capas. Further investigation to be carried out.

Event description:
Part1104g: the intracranial pressure detection was inaccurate, which was different from CT imaging. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Device sterile date: (B)(6) 2023. Device history record review: unit has passed all tests with acceptable results. (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation, however additional communication received indicated the issue was caused as a result of user error. Failure mode: n/a - user error.

Event description:
Part1104g -the intracranial pressure detection was inaccurate, which was different from CT imaging. No injuries.